Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) displayed an end-of-life (eol) indicator. There is concern that the battery depleted earlier than expected.